Event description:
Evaluation revealed that the force sensor plate was damaged and the resistance measurement was out of calibration.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed that the force sensor plate was damaged and the resistance measurement was out of calibration. The pump did not detect the cartridge on the load step during evaluation and emitted a "no cartridge detected" alarm.